Event description:
It was reported that the patients right atrial (ra) lead had become dislodged and was undersensing atrial p-waves. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 694765, lead; implant: (B)(6) 2004. (B)(4).